Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488 lead, implanted: (B)(6) 2010; 6725 crdm adaptor, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced as it could not be interrogated. It was also reported that the left ventricular (lv) lead had exhibited chronic high threshold measurements. The lead remains in use. No patient complications have been reported as a result of this event.